Event description:
On (B)(6) 2011 the lay user/patient contacted lifescan to report the one touch ultra meter was displaying the battery indicator symbol. The (B)(4) was able to classify the complaint based on the information originally provided. On (B)(6) 2011 the patient noted the reported meter was displaying the battery indicator symbol; she was unable to obtain a blood glucose reading. According to the meter's owner's booklet, the meter will display the battery symbol when there is no longer enough power to perform a test; the battery must be replaced. During this time period, the patient continued to take her usual diabetes medications, an unspecified insulin taken on a sliding scale. On (B)(6) 2011 at 9:45 am the patient experienced the symptom of shaking. The patient took no actions and did not seek any medical attention or treatment. Troubleshooting revealed the patient had not replaced the meter's battery as recommended by the manufacturer. The issue was not resolved, as the patient did not have a new replacement battery available. The meter, test strips and control solution were replaced. The patient did not replace the meter's battery as recommended. The patient allegedly suffered symptoms suggesting severe hypoglycemia after she was unable to test her blood glucose levels due to the meter power issue. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. A 510k# is k001109.